Manufacturer narrative:
On (B)(6) 2016, immucor technical support used a remote electronic connection method to assess the instrument test well images in question. It was determined that the test wells in question that yielded an unexpected instrument negative outcome were visually appearing as negative. An immucor field service engineer (fse) visited the customer site to assess the instrument in question on (B)(6) 2016.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when testing on a galileo echo.